Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01701. It was reported to boston scientific corporation that a rapid exchange biliary stent and an extractor rx retrieval balloon were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement. According to the complainant, the extractor retrieval balloon was noted to be ruptured prior to insertion into the common bile duct. Another balloon was used successfully. During preparation of the rapid exchange biliary stent, it was noted that the stylette used tio deploy the stent was bent. The plastic hub was also noted to be bent/warped. The package did not appear to have been damaged. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Warped. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.